Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 500 mg/dl. The customer was treated with insulin pump. The customer did not mention any symptom related to high blood glucose level. The customer was unable to troubleshoot high blood glucose level. The customer also reported insulin flow block alarm with was resolved by infusion set change. The insulin pump will not be returned for analysis.